Manufacturer narrative:
The reported event that the plate has been broken could be confirmed. The second hole and the k-wire hole were found broken. The damage was caused by excessive bending of the plate. Based on investigation, the root cause of the determined event was attributed to a user related issue. A review of the device history record for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation. No corrective actions are required at this time.

Event description:
During variax elbow surgery, the surgeon was bending the plate using the bender. The surgeon bent the plate repeatedly and the plate broke. The surgeon changed lateral plating to medial plating and completed the procedure. The patients' bone was small, so the surgeon had to repeatedly bend the plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During variax elbow surgery, the surgeon was bending the plate using the bender. The surgeon bent the plate repeatedly and the plate broke. The surgeon changed lateral plating to medial plating and completed the procedure. The patients' bone was small, so the surgeon had to repeatedly bend the plate.